Event description:
Unomedical reference number (B)(4). Event occurred in switzerland on 09-apr-2024, it was reported that the patient's infusion set's tape was not sticking. After a play session he lost the infusion set. No further information available.